Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the explant was on (B)(6) 2020. Cause was not determined; nothing was found in pocket. Ins will not be returned. Patient will f/u with hcp regarding if the burning/ pain has resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had pain and burning at the battery implant site. The left flank. The rep has no knowledge of any external factors that lead to the issue. The charging power for recharging was lowered and there was no charging. The patient hasn¿t been using the ins, can¿t sit comfortably, reports pain, burning at the battery site and wishes to have the ins removed. The explant date is scheduled for (B)(6) 2020. The costumer was notified the implanted products should be returned to the manufacturer. No further complications were reported or are anticipated. The indication for use is spinal pain.